Manufacturer narrative:
The unit was evaluated by the customer's biomedical engineer (be), and the burning smell coming form the power supply was confirmed. The reported electrical shock could not be replicated with the faulty power supply installed. The be tried to get to the alternating circuit (ac) area, and got as far as removing the power supply, when some bits of a diode fell out, which was found to be split in two pieces. The power supply was replaced, and the software was upgraded to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in australia that, as the 840 ventilator was turned on, it made a cracking noise. The nurse pressed the test button, and she reported to have experienced a slight static electrical shock. Afterwards, the nurse could sense an electrical burning smell. There was no patient involvement, and no adverse effect to the nurse.